Manufacturer narrative:
Concomitant medical products: 4193-78 lead, implanted: (B)(6) 2003; 2088tc lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has oversensing of noise with non-sustained episodes. The lead was reprogrammed. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.